Event description:
A customer requested a RMA for a ec38-i10l- video colonoscope, indicating that there was no video image. The issue was observed in the operating room prior to use. There were no patient or user injuries, adverse events, delay or medical intervention reported.

Manufacturer narrative:
The reported customer complaint of no video image was not confirmed through evaluation of the device. Evaluation findings were listed as: pve electrical connector frame mild corrosion, passed both dry and wet leak test, light carrying bundle less than 70% transmission. The device was cleaned and disinfected, with angulation adjustment and video image calibration performed and returned to the customer. Should additional information become available, a supplemental report will be filed.